Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got exposed to extreme humidity prior to the malfunction occurring. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level ranged 200-225 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide says "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%." H3 other text : device not returned.